Manufacturer narrative:
An event regarding a fractured da instrument impaction handle was reported. The event was confirmed.

Event description:
Surgeon went to use the direct anterior curved cup impactor and the handle broke away from the shaft.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon went to use the direct anterior curved cup impactor and the handle broke away from the shaft.